Event description:
Vaginal delivery with vacuum extraction assistance at 35 wks. Respiratory distress syndrome requiring intubation for 8 days. Septic & hypovolemic sh0ck, e-coli and blood. Had subgaleal hemorrhage and cephalohematoma on posterior occipital region which developed abscess positive for e-coil on day 12. Incision and drainages required. Healed prior to discharge.